Event description:
The customer reported the image of the endoeye flex deflectable videoscope failed during first use after being returned from repair. The screen went black and occurred within an hour. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the no image complaint was not confirmed. Evaluation did find the bending section cover adhesive was chipped, the bending section could not be fixed firmly due to damage on the forceps elevator lever, switch #1 was dirty, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the endoeye flex deflectable videoscope failed during a treatment procedure. The procedure was completed and there was a 30-minute delay to the procedure. The screen displayed a wavy line on it and then it became dark. The device was inspected prior to use and the device is cleaned, disinfected and sterilized using autoclave sterilization. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. B5: the information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The reported event (screen went black) was unable to be reproduced during the device evaluation. However, based on the results of the investigation it¿s likely the black image occurred due to a damaged image sensor unit or breakage of the mounting components in the electric board due to use stress, external factors, or handling. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection. 3.8 inspection of the endoscopic system: inspection of the endoscopic image: confirm that the endoscopic image is displayed normally in wli and nbi observation. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23). 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.